Manufacturer narrative:
(B)(4).

Event description:
The device was used during an lap gastric bypass. Reportedly a component disengaged into the pt's cavity. The surgeon was able to retrieve the component without injury to the pt.